Event description:
Reportedly, the pit button remains red.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pit button remains red.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported behavior was partially confirmed: during preliminary analysis, the pit button remained red and further analysis revealed that the behavior could not be reproduced. - expertise analysis revealed that the observed issue resulted from a communication error between the home monitor and its associated telemetry head. - the root-cause of this communication error could not be determined with certainty. However, it could have resulted from a damaged connector on the subject device.